Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a damaged conductor cable. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was identified before centra processing. The customer did not have the full batch sequence number for the instrument. The customer stated the insulation was damaged, but it was unknown if the wire was exposed. The customer answered "no" to the question was the cable intact or broken in half. The reporter said it was unknown if there was loss of cautery associated with damaged cable, if there were signs of thermal damage, if arcing was observed, and if the instrument collided with another instrument or tool during the procedure. The procedure was completed with a backup instrument. After the procedure was completed, the initial instrument was inspected, and no damage was found. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was not provided. Failure analysis (fa) was completed on the maryland bipolar forceps instrument. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.